Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber pcb. System operates as intended.

Event description:
Customer reported the system will not produce x-rays. No patient injury was reported.